Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. At the time of the reported event, the customer's blood glucose (bg) level was 512 mg/dl. The customer stated a correction bolus was administered and bg level was under control. It was confirmed that the customer had a backup method of insulin delivery available.